Manufacturer narrative:
The reported events were helix mechanism issue and p-wave amp variation. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was overtorqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The reported event of p-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the blood/ tissue in the helix region and overtorque of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead was attempted to be placed in multiple locations and exhibited low sensing. It was also noted that the helix failed to extend and retract. The lead was not used and replaced during procedure. The patient was stable.